Event description:
It was reported that an implanted 4 level aviator plate, the screws at the caudal level disassociated from plate approximately 6 months post operation. The surgeon replaced the plate with a 4 level aviator plate and screws and fused posteriorly c3-7.

Event description:
It was reported that an implanted 4 level aviator plate, the screws at the caudal level disassociated from plate approximately 6 months post operation. The surgeon replaced the plate with a 4 level aviator plate and screws and fused posteriorly c3-7.

Manufacturer narrative:
Quantity: 2 aviator fixed self drilling screw 4x14mm screws. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the backing out of two aviator fixed self drilling screws was confirmed via x-ray images. In original surgery (as reported by the sales rep), the existing two level fusion was revised to go a level above and below the existing fusion. Some lysthesis was also corrected in the original surgery by having the plate pull the bodies back into correct alignment. This is a probable root cause of this screw backing out as these are heavy demands for a plate. Conclusion: the failure mode of the screws was likely caused by user error.